Event description:
It was reported that the lesion was located in the moderately tortuous, heavily calcified, 90% stenosed, distal right coronary artery. No resistance was felt during advancement of the balloon catheter to the lesion. During predilatation with the 2.0 x 8 mm mini trek balloon catheter, the balloon ruptured on the first inflation at 10 atmospheres. The lesion was further dilated with a 2.0 x 10 mm non-abbott balloon catheter, intravascular ultrasound was performed, and the procedure was completed successfully. No significant delay in the procedure or adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.